Manufacturer narrative:
(B)(4). The actual device was serviced at customer site. A review of the alarm log identified an occurrence of the f-10 alarm, confirming the reported condition. No defect was observed during visual inspection. The reported condition was confirmed during device testing. The cause was determined to be the right force sensing resistor (fsr) was found to be out of specification and inoperative. The left and right fsrs were replaced resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an f-10 alarm was noticed on a flogard infusion pump. It is unknown when the reported condition occurred. No patient involved. No additional information.